Manufacturer narrative:
(B)(4). Date sent: 12/2/2019. Date of event: only event year known: 2019. Device remains implanted. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that an unknown linx was implanted on (B)(6) 2019, due to acid reflux. After the procedure was completed, the patient was having pain on the right side of her chest and was taking medication for the pain. If the patient was drinking something cold, there would be pain under the chest bone, but warm foods and liquids were okay. Three weeks, post op, the patient went back to the hospital for five days because food was coming back up the esophagus. The patient was discharged after leaving the hospital, after five days and is checking in with her doctor every two weeks. The patient indicated she has been having bowel movement problems but no bleeding in stool. Patient has lost weight and foul-smelling gas and bowel movements. The caller had gone to a different doctor, had an x-ray and verified the linx device was in the correct location and not contributing to any bowel movement issues. No plans to have the linx device removed.